Event description:
It was reported that when blood return was attempted to be confirmed through the distal side of the catheter, blood could not be aspirated. There was no reported patient injury. (B)(6) 2022 - the returned sample was found to be occluded.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to aspirate is confirmed. One 5 fr dl groshong nxt catheter was returned for evaluation. The packaging label was also provided and indicated lot: refv2001. Blood residue was present on the outer surface of the catheter and was visible within the white hub extension tubing. An attempt to infuse and aspirate through the red hub was successful; however, difficulty infusing and aspirating through the white hub was experienced. Microscopic inspection of the device revealed dried blood residue within extension tubing and catheter to be contributing to the occlusion. The distal valve corresponding to the white hub lumen was inspected. The valve appeared to contain dried usage residues. The valve slit length was measured and was found to be within manufacturing specification. Based on the condition of the returned sample, a usage residue occlusion likely contributed to the complaint of being unable to infuse; therefore, the complaint is confirmed. The ¿suggested catheter maintenance¿ section in the product instructions for use (IFU) contains information regarding flushing procedures and handling of occluded or partially occluded catheters. A lot history review (lhr) of refv2001 showed no other similar product complaint(s) from this lot number.